Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Caller reported via phone call that customer had high blood glucose of 530 mg/dl while at school. Caller was not sure of setting and adjustments. Troubleshooting could not be performed due to customer not being available with insulin pump.